Event description:
It was reported that during an unk procedure, the tip of the blade broke off in the first use. A like device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
The analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The remaining piece of the blade was found to be scratched and gouged. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.